Manufacturer narrative:
.

Event description:
Procedure: lap colon resection/diverticulitis. Patient: female . According to the reporter: after applying the instrument, it was noticed that the staples remained in the device and were not formed on the tissue. The surgeon subsequently converted to open procedure. The surgeon resected the initial anastomosis (intra-operatively) to create a new anastomosis using new instrument. There was about 5cm removal of rectal tissue, and a bigger scar due enlargement of the abdominal incision. Delay to surgery more than 30 minutes. Patient is currently in good condition and at home.